Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the patient was experiencing atrial fibrillation. Further review noted that the pacemaker under-sensed the atrial fibrillation events. Programming changes were made and the issue was resolved. Patient was stable.